Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not confirm nor replicate the reported failure. The instrument was placed and driven on an in-house system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips/tips opened and closed. No non-intuitive motion was observed during in-house testing. Additionally, the instrument was found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.051¿ offset at the tips. Common causes of this failure mode are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip. The complaint regarding the force bipolar instruments not matching the surgeon's movement was not confirmed based on failure analysis, which indicates that the device did not contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the movement of the force bipolar instrument was not the same as those the surgeon was making in the surgeon side console. There was no visible damage to the instrument. The procedure was completed with the same instrument. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no video of the procedure available for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the force bipolar instrument (part number 471405-06/lot number n11210322 0055) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure on (B)(6) 2022 using system (B)(4). The alleged instrument had 5 uses remaining after this last procedural usage. This complaint is considered as a reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.